Event description:
We sold many beds to the company (B)(6), which sold these beds to hospitals in (B)(6). Our customer informed us that mechanical CPR for backrest has not worked when a nurse used it. No consequence for pt. CPR cable has been changed. Ref #3007420694-2013-00034.